Manufacturer narrative:
A field service engineer (fse) was dispatched. He did not observe an active leak. However, the fse did replaced tubing at vl4, vl12a and vl12b as preventative maintenance. He also found a plug in the vent line, so he removed the plug and cleaned the vent line pathway. He also observed no diluent going into the hgb cuvette from the backwash tank at the end of the cycle because solenoid 18 was not working properly. He replaced solenoid 18 and resolved the issues related to hgb incomplete results and voltage failures. (B)(4).

Event description:
The customer reported a possible leak from the ghost pump area (retic clearing pump) on the lh750 instrument. The customer also reported hemoglobin (hgb) issues, incomplete readouts on red blood cell indices and voltage failures at the time the leak was reported. No erroneous patient results were generated in connection with this event.